Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that there were 30-40 unspecified tubing set failures. However, it is presumed that the failures are unintentional disconnects based on event descriptions for previously opened files. Although requested, no additional information was provided.